Event description:
I opened a sealed contact lens (proclear from coopervision) and found it was dry. The plastic packaging has an obvious defect that allowed fluid to either leak or evaporate from packaging (cardboard box) exp (17) 09/30/2022, lot (10): 15270000128022. Barcode 7 07482 02615 2, made in UK. Thinking back to use of previous contacts from this box, it seems possible that previous contacts appeared to be sealed normally but had less than normal fluid. Question for the agency, is there a possibility of bacterial contamination of unsealed product? FDA safety report ID# (B)(4).